Manufacturer narrative:
After further information obtained by the customer, it has been determined that the previously submitted MFR report# 1119779-2021-01266 was sent in error. There was no bd product involved in the issue, therefore, this complaint will be canceled.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from german to english: the customer reports false positive bottles. About 4 samples were affected that were to be tested externally in the laboratory.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports false positive bottles. About 4 samples were affected that were to be tested externally in the laboratory.